Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent fracture post-deployment occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending (lad) artery. A 3.00 x 20 synergy drug-eluting stent was implanted to treat the lesion. However, following post-dilatation with a non-compliant balloon catheter, the stent looked like it was fractured. No additional intervention was done and the procedure was completed. No patient complications were reported and the patient's status was fine.